Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported experience high blood glucose of 599 mg/dl. She treated with the insulin pump and stated stress was reason for high blood glucose. Customer was having issues hearing the insulin pump beep. The customer's caregiver did hear the beep when blood glucose was checked. A self test was performed. The insulin pump did vibrate during the self test. Customer also stated a button on the insulin pump was difficult to push and had to be pushed more than once. This passed a self test. It was advised the insulin pump was functioning properly and to monitor the button and call back if it were to worsen.